Event description:
The iab in question was a 34cc linear sn: (B)(4), lot #2588, exp date 2014-03-11. There was a hole in the balloon when inserted. Data sheet reported; because of failure to wean from cpb, pt was to be placed in iab therapy. After removal of the iab from packaging, the surgeon was ready to insert when he saw what thought was strange looking fold in the balloon. Upon closer inspection, he believed the iab had a hole. This balloon was set aside and a new iab was unpackaged and inserted without incident. Indication for iabp: acute coronary syndrome with left main coronary dissection.

Manufacturer narrative:
Product condition received: the product was returned with the membrane loosely folded and blood was observed inside the catheter. The one-way valve was also returned in place attached to the catheter. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The one-way valve was placed on the iab and vacuum tested and it held a vacuum. Conclusion: the returned condition of the product indicates that the reported problem resulted form a condition known as "channeling". As stated in the instructions for use, during insertion of the iab catheter, arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak. Internal file: (B)(4).